Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that, the customer had bad high blood glucose level of 600 mg/dl and 580 mg/dl. The pump is leaking for a couple of months. Customer declined troubleshooting any further. At the time of the call he did not have any sets with him and all he had was one reservoir. The insulin pump will be returned for the analysis.